Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's t11 lead has high impedances. As a result, surgical intervention will be pending to address the issue.

Event description:
Related manufacturer report number: 1627487-2023-03956, 1627487-2023-03957. Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein the t11 lead was explanted and replaced to address the issue. It was noted that the t11 lead was fractured. It was also reported that the l1 and l2 leads pulled out of the drg ipg. Therefore, the l1 and l2 leads were both explanted and replaced during the same surgical procedure on (B)(6) 2023 to address the issue.